Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 2017865-2020-13293, 2017865-2020-13294. It was reported the asymptomatic patient presented for an in clinic follow up. Upon observation, it was seen the pocket of the pacemaker was infected and had a hematoma. The system was removed successfully. There were no patient consequences.